Event description:
It was reported that sharps coll asia 22.7l yel non-vent cap was missing the inner flap. The following information was provided by the initial reporter: we received the sharp box without the inner flap.

Manufacturer narrative:
H6: investigation summary: a photo was received for investigation it can be seen that product was mixed at the time it was received by the end user, however, this issue can¿t be confirm as related to a manufacturing process because there are several variables that could generate this failure mode due to the distributors do partial sells and the controls to handle remaining material is unknown, therefore, the likelihood that they send boxes with incorrect component could happen due to the similarity of the caps. These lids are different part numbers manufactured by flex because of this, additional information is needed about the handling, packaging used and storage within distributor facility to rule out that this issue was generated by distributors. According to the DHR review process, the result showed there were no issues reported like mixed product during the manufacturing process of the lot number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there were no issues reported like mixed product issue for the same part number throughout the last twelve months. Based on this investigation and information provided by customer it was not possible determine the root cause like a failure mode related to the manufacturing process because there is not enough information like packaging used to send material to end user, a method used to repackage, shipped partial sells and controls to storage the remaining product within distributor facility. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: na. The manufacturing location for this product is flextronics. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed in the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that sharps coll asia 22.7l yel non-vent cap was missing the inner flap. The following information was provided by the initial reporter: we received the sharp box without the inner flap.